Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: according to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Symptoms of these allergic reactions may include hives, dyspnea wheezing, burning eyes, tachycardia, hypotension, and or facial swelling and flushing. Mild reactions can be treated with diphenhydramine administered through an IV. A search history was performed for this lot. No additional reports of similar issues were found. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the device history record (DHR) was reviewed for this lot. There were no issues identified in the DHR that would have contributed to the patient reaction as experienced by the customer. This product has been processed with ethylene oxide (eto) to achieve a 10-6 sterility assurance level in accordance with en iso 11135. This product has been validated to achieve less than 6mg eto, meeting the requirements of iso 10993-7 prior to release and less then 1ppm in the collect bag at time of use. All sterilization requirements passed. Root cause: a definitive root cause of the patient's reaction could not be determined. Possible causes include but are not limited to: - sensitization to eto (ethylene oxide), leading to hypersensitivity reactions - patient physiology and/or medical condition - unknown, concurrent medication side effects - blood product transfusion reaction.

Manufacturer narrative:
Investigation: per the customer, there were no issues with the machine prior to the initial reaction symptoms. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during the last bag of packed red blood cells (prbc) of a red blood cell exchange (rbcx) procedure on a spectra optia device, a sickle cell patient experienced a reaction and experienced anxiety. It was reported that the patient had procedures before and not experienced a reaction. Per the customer the patient is currently stable and listed as outpatient status. Per the customer medical intervention was given benadryl IV, solumedrol IV, pepcid IV for the reaction and anxiety. Calcium gluconate and acd-a were also used during the procedure. The disposable set is not available for return because it was discarded by the customer.